Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit and weak battery alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water for 10 minutes forgetting to take insulin pump off. Customer reported that as a result, display screen was blank. Customer's blood glucose was unknown. While customer was on call, insulin pump received a weak battery alarm and battery out limit alarm. Customer was advised that insulin pump would need to be replaced.